Manufacturer narrative:
The na electrode and the calcium reagent lot numbers and expiration dates were not provided. The qc was within the assigned ranges on the day of the event. A general reagent issue can be excluded, as no further issues were reported and a correct rerun was performed with the same reagent. The field service engineer found a leaky cell detergent tube and nozzle tips. He exchanged the cell detergent tube and nozzle tips. He then confirmed the test and module were performing within specifications. The root cause was due to component failure (leaky cell detergent tube and nozzle tips).

Event description:
We received an allegation about discrepant results for 2 patients' samples tested for sodium (na) and 1 patient's sample tested for calcium assay on a cobas 6000 c501 module. Sample 1: na: initial result: 213 mmol/l. Repeat result: 136 mmol/l. Sample 2 and sample 3 were tested on (B)(6) 2025: sample 2: na: initial result: 208 mmol/l. Repeat result: 136 mmol/l. Sample 3: calcium: initial result: 1.16. Repeat result: 2.14. The unit of measurement was not provided. The customer questioned the initial results and repeated the samples. No questionable results were reported outside the laboratory.